Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced difficulty charging the pump with the wall adapter. The pump was able to charge successfully with alternate wall adapter. Blood glucose was not impacted.